Event description:
Medtronic received information that during use of an eopa 3d arterial cannula, it was reported that 3cc bolus of air was observed at the end of the cannula at the end of the procedure. Air was not observed within the cannula wall. The device was replaced to complete the case. It was unknown if there was any complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.